Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to pre-syncope and dizziness and it was noted the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing inhibition due to electromagnetic interference. It was noted there was also inappropriate detection of ventricular fibrillation (vf) due to the emi. The crt-d remains in use. No further patient complications have been reported as a result of this event.